Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a device replacement procedure, the physician connected the leads (stelid ii) to the subject device and heard the corresponding clicks of the screwdriver. The physician was not fully sure that the ventricular lead was correctly inserted, so she unscrewed the screw to double check. After checking the lead, she inserted it again, but was not able again to tighten the ventricular screw. She realized that the screw was stuck in the screwdriver, out of the connector.

Event description:
During a device replacement procedure, the physician connected the leads (stelid ii) to the subject device and heard the corresponding clicks of the screwdriver. The physician was not fully sure that the ventricular lead was correctly inserted, so she unscrewed the screw to double check. After checking the lead, she inserted it again, but was not able again to tighten the ventricular screw. She realized that the screw was stuck in the screwdriver, out of the connector.

Manufacturer narrative:
The preliminary analysis revealed no anomalies with the subject device.

Event description:
During a device replacement procedure, the physician connected the leads (stelid ii) to the subject device and heard the corresponding clicks of the screwdriver. The physician was not fully sure that the ventricular lead was correctly inserted, so she unscrewed the screw to double check. After checking the lead, she inserted it again, but was not able again to tighten the ventricular screw. She realized that the screw was stuck in the screwdriver, out of the connector.

Manufacturer narrative:
(B)(4).